Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were black spots in an unspecified location of the homechoice cassette. This was identified before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11. H11: the device was received for evaluation. A visual inspection, with the naked eye, was performed which revealed loose particulate matter (pm) observed on the surfaces of the set. An underwater pressure test was performed and no leak was observed. A functional test (self-test and priming) was performed and no abnormality was noted. The reported condition of pm was verified, however, the pm was outside the sterile fluid pathway. The cause of the condition was determined to be a manufacturing related issue related to cleaning activities at the loading station during production. Pm in the packaging or outside the sterile pathway does not pose a risk to the patient because it is not part of the fluid path leading to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.